Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, lot # 152057. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 425cc on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 7/17/2018, mentor became aware that this information was mistakenly omitted from the initial report: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline implants catalog 3501670 s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Evaluation summary: it was reported that a (B)(6) old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline implants catalog 3501670 s/ns (l) (B)(4) (r) (B)(4). On (B)(6) 2018. Two devices were returned to mentor for testing, they were named implant a and implant b. Implant a was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a valve leak. No other anomalies were observed. Implant b was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, a crease was observed affecting both aspects. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a piece of missing material measuring approximately 0.1 by 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was confirmed for both implants. However, a possible cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).